Event description:
It was reported that the pacemaker system exhibited right ventricular (rv) and right atrial (ra) oversensing which resulted in less than two seconds of pacing inhibition. The signal is appearing on both channels. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.